Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that operation failure occurred. This occurred during infusion at the facility. There was patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was stated that operation failure occurred, and the reported issue was confirmed. The root cause of the event was an anomaly in the components (the upstream occlusion sensor and the downstream occlusion sensor), and they will be replaced with known good ones. "No disposable" alarm was recorded in the event log. Review of service history found no service within the last 12 months.